Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. The issue in 96051 is deemed a reportable event since the malfunction 'connection panel lost' which logs different tfs and potentially switches to ambient mode during ventilation may cause the ventilator to become inoperable or stop working as intended. The root cause of the ventilator device showed many tfs in one single second and the display "panel connection lost" alarm during ventilation was due to a defective vu esm board. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while it was used for treatment or diagnosis. There was no patient or user harm reported at all by the complainant which should have led to further questions regarding any harm to the patient or user. Since the complaint (B)(4) was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. The allegation in 96051 was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to the issue in 96051 as it will be deemed a reportable event.

Event description:
Ventilation stops due to defective vu esm. Tf 9907 & 9421.